Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: asymmetry issue mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 58-year-old female patient who underwent breast implant surgery with mentor medical devices (smooth uhp 650cc on the right, and 480cc on the left side, date of implant (B)(6) 2017) has experienced breast implant rupture on the right side confirmed by ultrasound performed on 6/22/2023. It was also reported per the provide operative report that the patient developed bilateral breast asymmetry. As a result, the patient underwent bilateral mastopexy, and bilateral explantation and replacement with mentor memorygel: ( left sn: (B)(6), right sn: (B)(6) breast implant on (B)(6) 2023. Should additional information become available, this case will be re-assessed and notes will be updated. This report relates to the left side.